Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device and delivery system was used. The transeptal puncture went smoothly. No issues were noted, and a sweep for pericardial effusion was done shortly after transeptal puncture. The closure device was implanted after a single deployment, and a tug test successfully showed that the device was stable. The procedure was completed and a sweep for effusion was done after the procedure, and no effusion was noted at that time. About an hour post procedure, a pericardial effusion was noted. It is suspected that the effusion may have been caused by the tug test. No intervention was necessary, and the patient has since been discharged.